Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/16/2008 to the present date 9/30/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device displayed an error code 111.2002 small screen end of life letter. There was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/16/2008 to the present date 9/30/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Technical support - software error replace logic board. Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8015 error code 111.2002 . Technical support - software error replace logic board/ after doing a review of this 8015 I notices that this was a small screen. I explain to the customer that the small screens are not supported. I also emailed the customer the end of life letter as well.

Event description:
It was reported that the device displayed an error code 111.2002 small screen end of life letter. There was no patient involvement.